Manufacturer narrative:
Manufacturer investigation conclusion: analysis of the submitted log files confirmed the reported decreases in flow. The account communicated that the patient experienced episodes of ventricular tachycardia (vt) with decreases in flow. It was also noted that the patient returned to the operating room for bleeding and the alarms resolved. A direct correlation between the reported vt and bleeding with the heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The submitted system controller event log file contained data on 23jan2021 from 08:53:28 through 10:40:26. Several low flow events were observed within the file; however, the low flow events did not last long enough to result in an alarm. It should be noted that there were several pulsatility index (pi) events observed within the file. The pi values were also elevated during the low flow events. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09oct2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had episodes of ventricular tachycardia and drops in flow from heartmate device. The event log contained 15 low flow estimates with no sustained hazard alarms on (B)(6) 2021 from 09:19-09:30. The calculated flow appeared to be fluctuating near the alarm threshold of 2.5 lpm. The flow readings did not appear to be the result of any equipment malfunction. The rest of the log file consisted mostly of pulsatility index events. The low flows reportedly resolved and the device operated as expected. The site reported that the patient returned to the operating room for a bleeding event, but had since become stable. No further details provided.